Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was dementia and hyperglycemia. Prior to her death, the customer's dementia became severe and her blood glucose values were elevated during thanksgiving. The caller stated that the customer's body was shutting down from her illnesses. The customer¿s blood glucose was unknown at the time of death; however, the customer was hyperglycemic. The customer was given insulin and their infusion set was changed 6 times, but on the morning of their death her blood glucose was 576 mg/dl. Her blood glucose later decreased to 530 mg/dl before elevating once more above 600 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.